Event description:
It was reported that the user experienced signal loss between a dexcom g7 sensor and the ilet, with the sensor pairing in the dexcom app but not completing pairing to the pump until after guidance to turn off bluetooth, restart the pump, wait for reconnection, and perform a software update. Symptoms included no ilet glucose data during the pairing period, though no adverse clinical effects were reported and the user later confirmed successful bg display on the ilet with a reading of 112 mg/dl. Outcomes included temporary interruption of cgm data transmission to the ilet without hospitalization or medical intervention. Investigation included technical support troubleshooting, device reboot, bluetooth connectivity steps, and software update education. Investigation of this case revealed a communication pairing issue between the cgm and ilet consistent with transient bluetooth connectivity problems, resolved by device restart and software update with no device hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption attributable to transient connectivity conditions.